Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was reported that the patient suffered sciatic pain after manually lifting a heavy load. When the patient came in for follow up, it was noted that screws were broken. Comparison with previous CT scan implies that screws were already broken, but not noticed, at the earlier CT scan. Patient states pain is ongoing. Patient was given medication and is receiving injections. If the pain cannot be managed this way, a revision procedure will be performed. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.